Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the arteriovenous fistula. A peripheral cutting balloon 6.00mm / 2.0cm / 90cm was selected for use in a dilation of arteriovenous fistula. During the procedure the balloon was burst. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the pcb device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 3mm proximal of the proximal markerband to 6mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient identifier: (B)(6). E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the arteriovenous fistula. A peripheral cutting balloon 6.00 mm/2.0 cm/90 cm was selected for use in a dilation of arteriovenous fistula. During the procedure the balloon was burst. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.